Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Multiple motor stalls were noted on the event log during an initial interrogation. The first stall occurred on (B)(6) 2015 and recovered on (B)(6) 2015, the pump stalled again on the report date and the stall had not recovered at the time of this report. The patient and family did not hear the pump alarming. The patient did not have a recent magnetic resonance imaging (MRI). The patient experienced sudden withdrawal symptoms and had been hospitalized 3 days prior to the event report date. The pump was programmed to minimum rate mode and the patient wanted the pump to be explanted. The device system was used to deliver morphine. The causality and final outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing. Analysis found moisture and corrosion present on gear wheel 3. Corrosion was present on the ferrule of m1¿s feedthru. Analysis found residue and wear present on the upper shaft of gear two. (B)(4).

Event description:
It was reported that manufacture representative sent the pump back for analysis. The device was removed on 2015 (B)(6) due to the stalled pump. The device was not replaced. It was noted that the withdrawals were due to the motor stall. No rotor or dye study was performed. This information was previously reported in manufacture report 3007566237-2015-01952, and was added to this event on 2015 (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated delivery failure had occurred. No event date was specified. The patient experienced cerebrospinal fluid (csf) leak. Conflicting explant surgery date of (B)(6) 2015 was provided. No further complications were reported/anticipated.

Manufacturer narrative:
After analysis and review, the previously reported.

Event description:
The manufacturer representative reported the pump was explanted. The indications for use were non-malignant pain and failed back surgery syndrome. Morphine was being delivered at a concentration of 10 mg/ml and a dose of 2.3mg/day. The lot number was unknown.